Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a dual-microcatheter technique was used to treat the aneurysm; the tip of one echelon 10 microcatheter could not accommodate the coil, and the other echelon 10 microcatheter developed a breach during the procedure. There were no patient symptoms or complications associated with this event. The devices and any accessories were prepared as indicated in the instructions for use (IFU). The catheters were flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery with an unknown diameter. It was noted the patient's vessel tortuosity was moderate. Additional information was received. The causes or contributing factors for the event were not identified. The catheter that was unable to accommodate the coil was the 145-5091-150 (lot number: d086416). The catheter that developed a breach during the procedure was the 145-5091-150 (lot number: 0232963044). The coil was not a medtronic device. It was an acheva and microport coil. The model and lot # is unknown. The reported statement "the other echelon 10 microcatheter developed a breach during the procedure." Was clarified to meant that "breach" means a hole was observed at the tip of the microcatheter. The reported statement "tip of one echelon 10 microcatheter could not accommodate the coil." Was clarified to mean that "accommodate" means the coil could not be advanced into the microcatheter from the proximal end. The lesion was a posterior communicating artery aneurysm, gourd-shaped; specific size not provided. The procedure was completed by replacing the microcatheter and the stent used to secure the coil. A continuous catheter flush was administered during the procedure.